Manufacturer narrative:
The pump was not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  In this case, the patient had a sub-therapeutic international normalized ratio (inr). There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with suspected pump thrombus. The patient had dark urine for three days with power consumption increasing and sub-therapeutic international normalized ratio (inr). The patient was treated with intravenous anticoagulation. The patient was then transplanted and the ventricular assist device (vad) was removed from service. No further patient complications have been reported as a result of this event.